Manufacturer narrative:
The following report is being submitted for additional information. The following sections were updated: b4, b5, d4, g3, g6, h2, h3, h6, h11. Technical review and physical evaluation: physical and technical evaluation was performed by a field service engineer (fse). The fse confirmed the reported issue of the arm drifting. The fse replaced the ft sensor cable and resat the daq card, correcting the issue. (See servicing report in diligence log attachments). DHR review: the serial number was reviewed for any deviations and/or anomalies in the servicing/maintenance process that may have contributed to this reported event. No deviations or anomalies were discovered. Medical records, medical records were not provided. Root cause: the root cause cannot be determined with the information available. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
(B)(4). The device will not be returned for analysis but will be evaluated on site. An investigation of the reported event is in progress. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the robotic arm was drifting during surgery due to a force torque sensor cable issue. The surgery was still completed robotically with no patient impact. Attempts have been made and additional information on the reported event is unavailable at this time.